Event description:
It was reported that during a lap-appendectomy procedure, the device could only be opened with extreme force and there were malformed staples. The site used a new instrument to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 06-28-2007. Information anticipated, but unavailable at this time.